Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted in resetting the pump by technical support, and the malfunction did not recur. The customer was instructed to continue using the pump and to reach out if any further issues occur.